Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 with a cartridge during basal delivery. Customer's blood glucose level was 329 mg/dl, which was addressed with a correction bolus via pump. It was confirmed that the customer was able to reloaded the same cartridge and was able to resume insulin.